Event description:
Report received that while operating on battery power, the pump powered off by itself without alarming. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided,therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, the device was programmed to deliver at a rate of 999ml/hr with a vtbi (volume to be infused) of 500ml and the delivery was started while on battery power. After an unspecified length of time, the biomedical engineer reported that the device had "shut off completely without alarming."there were no reports of any adverse pt events while the device was in clinical use.